Manufacturer narrative:
The insulin pump was received with normal operating currents. No alarms noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed battery test during an insulin delivery attempt. The blood glucose reading was 132 mg/dl. The customer stated that neither the battery compartment nor spring were damaged or corroded. The insulin pump alarmed failed battery test with a battery replacement. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2015-84033.